Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt started seeing replace controller batteries soon, both when using controller alone and when trying to charge the ins. When charging ins, initially there was no recharge quality on the screen but then a short while later this updated to be excellent. Today in clinic they saw this message a short time after initiating an ins recharge session. The controller looks fine in terms of the pins and battery compartment. The controller charge level is 100% currently and the pt thinks the controller is holding a charge fine. Tss reviewed replacing the controller and the battery pack. Additional information was received from manufacturer's representative. Rep said patient called him yesterday to report that she is still having difficulty with recharging, after we replaced the controller and lithium battery. Technical services (tss) suggested that pocket assessment may be needed if recharger replacement doesn't resolve recharge issue. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from patient. Patient called back and reported that they continue to experience ongoing issues and are very frustrated at this point. Caller stated that they are unable to charge their ins and cannot control their pain if they are unable to charge. Caller stated that their controller, battery pack, and recharger (rtm) have all been replaced at this point. Caller confirmed that they are in fact using the replacement equipment. Caller attempted to charge their ins during the call and the controller would not advance past looking for device. Agent also instructed caller to lightly press the recharger paddle into the pocket site and it did not resolve the issue. Caller held the paddle in the air away from the ins and the controller still wouldn't advance past looking for device. Caller commented that they have never had an issue with any of their past implants. Caller confirmed that they are able to able to feel their implant in the pocket. Agent sent a request to repair to replace the controller, battery pack, and recharger with brand new equipment if possible as an attempt to rule out external equipment. Agent instructed caller to follow up with their hcp to meet with a rep in person for further assessment if the replacement equipment does not resolve the issue.